Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error likely occurred due to a cable breakage or faulty board on the processor. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporter isolated the cause to "communication cables." The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly